Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that stated a bag disconnected while she was in dwell 2 of 5. The technical service representative (tsr) assisted the home patient (hp) as she needed to know what to do. The tsr advised that the hp would either need to do a manual drain / manual therapy or start over with all new supplies on hc. Hp understood and would start over with all new disposables. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2012. The patient stated the following: the cause was unknown and the sample was discarded. A companion sample was available and requested. Therapy has been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The companion sample was received for evaluation. The set was visually inspected with no issues noted. A clamp function test was performed with no issues noted. The set was run on a homechoice with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted.